Manufacturer narrative:
Vyaire file identification: (B)(4). The equipment was received in vyaire facility for evaluation. Service technician was unable to verify the reported "autocycled during the start up" problem. Powered the ventilator on/off multiple times with no abnormalities. Unable to duplicate the reported problem. The main board was replaced as a precaution. The reported "the high and low sense ports are loose" problem was verified. Visually inspected the pressure module and noticed that the luer fittings are loose. Replaced the pressure module with a known good one and passed. Root cause is the pressure module. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator experienced auto-cycle during the start up and high and low sense ports are loose. The customer confirmed that there was no patient involvement associated with the reported event.